Event description:
Additional information: it was reported that there was no catheter blockage and the catheter did not kink; however, a catheter revision was done.

Event description:
It was reported that the patient "got real sick" when they had a reaction to prialt. At the refill where the medication was changed there was "too much medicine in the pump". The broken catheter was repaired in (B)(6) 2011. During this procedure a piece of the catheter was lost inside the patient and was "just floating around" in the patient's "fluid." The patient's feet hurt and the patient spends most of their time in bed. Additional information has been requested, but was not available as of the date of this report.

Event description:
No therapeutic effect or pain relief since new pump and catheter implant was implanted. No alarms noted. The dye study revealed a leak. The reporter stated that the catheter had completely broken in half and they went in and "fixed it." The medication type was also changed but it did not solve the problem. Further testing found "blockage" in the catheter. The patient was told by the hcp that they probably won't remove the catheter but instead put in a second catheter. The pump was turned down to minimum rate because medication was not flowing to the tip of the catheter. The patient was unsure what medication was in the pump, but stated that they had a reaction to prialt. The patient had dilaudid in the pump but it didn't do anything. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc lot# n285283009 implanted: (B)(6) 2011 explanted: unk; catheter model # 8598a lot# n299400008 implanted: (B)(6) 2011 explanted: unk; patient programmer model# 8835, serial # (B)(4).